Manufacturer narrative:
Three (3) attempts have been made to the reporter to acquire additional information and no additional information had been made available. The device was returned to an olympus service center for evaluation and the reported issue was confirmed. Switch button one (1) was misaligned affecting function. The bending section cover had a cut and the bending section cover glue was chipped and had a leak. The probe unit was loose, and the pin rubber had a minor gap not affecting function. The scope connector was loose. The customer label was blocking the exera label, and the label was peeling. The control knob had play due to a stretched angle wire. The control knob movement had a click noise and low tension. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during a procedure, button one (1) image capture on the evis exera ii ultrasound gastrovideoscope worked intermittently. The issue had happened multiple times over the last month. No patient harm reported. During the evaluation of the device, it was noted the forceps cover glue was peeling. This report is to capture the reportable malfunction of the forceps cover glue was peeling noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to stress and/or handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.